Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to programming, communication between the programmer patient connector and implantable device was lost and the electrocardiograms (egms) showed dotted lines. It was noted that the device parameters screen was open at the time on the programmer application however the device had not yet been programmed and the screen had been inactive for about 15 minutes. The programmer system analyzer (psa) was running in the background with back up ventricular pacing at 30bpm. Although navigation around the screen was possible, the application was unresponsive to any actions. An attempt to reconnect the device to the header was unsuccessful therefore the application was closed. When restarting the application, the programmer base and patient connector would not connect to the tablet operating system. The tablet was then powered off and restarted. The application was then able to function normally and the base and header paired successfully. The programmer and patient connector remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The device was not returned for analysis, however performance data collected from the device was reviewed. It was reported that there was an issue with the mobile programmer, the display was frozen. This complaint could not be confirmed based on log files. The most likely root cause was not established. The mobile programmer system had bluetooth connectivity issues pairing from base to patient connector. This complaint was confirmed based on log files. The most likely root cause was traced to a known inherent risk of the device. If information is provided in the future, a supplemental report will be issued.